Manufacturer narrative:
Concomitant products: evproplus-29us valve implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "inappropriate therapy" approximately four days post implant. Dislodgement, high thresholds, lower impedance and low sensing were noted on the right ventricular (rv) lead. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.